Event description:
Caller reported a cartridge alarm that occurred during the load process, but it did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support confirmed cartridge alarms with consecutive cartridges and decided to replace the pump. The customer does not have a backup therapy, so they were advised to contact their healthcare provider for an alternative insulin method, which they understood and acknowledged. The pump was out of warranty and the customer expressed interest in an out-of-warranty loaner pump.